Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The reported?primary audible alarm bgnd test" was found in the event history log (ehl). An occlusion test was performed. The alarm was not replicated. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker on the pump was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump produced a primary audible alarm error. No patient injury or complications were reported in relation to this event.